Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim. Separated from the white plastic ¿spiking¿ component of the set.

Manufacturer narrative:
The customer reported the tubing separated at the spike, and returned one used set of material 2477-0007, lot unknown. Upon initial visual examination, the set verified the complaint of separation at the spike. There are two spikes as this is blood tubing, only one of the spike were separated. The tubing was examined under a microscope, and insufficient solvent was found on the tubing. The manufacturing plant found the root cause for the spike separation to be related to solvent assembly process. A quality alert was issued by the plant on 22apr2025 to communicate and reinforce the correct solvent assembly procedure to personnel. A device history record review was performed. The lots found for the sample from the smart site identification were produced in february and march 2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.